Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The customer's allegation of clogged foreign material was confirmed. Additionally, during the device evaluation, it was found that the forceps could not be passed through at all. Based on the results of the investigation, the foreign material could be a plastic stent. It was possible that the plastic stent was retrieved via the biopsy channel, which may have caused the channel to be kinked and clogged, also resulting in the failure of the forceps to pass. There was no physical damage where the foreign material was found. However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): ¿chapter 4 operation 4.1 precautions¿ that the stent should not be retrieved via the forceps channel of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the forceps cannot be inserted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had foreign objects clogged in the channel tube and the tube cleaning brush cannot be inserted. There were no reports of patient harm.